Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient legs suddenly gave out and the patient fell. The patient denies any head trauma, chest pain, shortness of breath or dizziness; however admits to an overall decrease in activity without major fatigue. The patient¿s labs show decreased hemoglobin. The patient was last seen in the clinic on (B)(6) 2018. The patient was transfused with 2 units of packed red blood cells (prbc). Gastrointestinal (gi) will be consulted for possible work-up. Anticoagulant at the time of event was warfarin and aspirin. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains on lvad support and no further events have been reported at this time. The heartmate 3 lvas instruction for use lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) and for the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.